Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) male patient, the device would not convert the patient's heart rhythm. The clinicians obtained another device and were able to convert the patient to a normal sinus rhythm. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Please reference medwatch report number 1218058-2021-00099 for a similar report from the same customer.

Manufacturer narrative:
Zoll medical corporation evaluated the electrode pads and the customer's report was not replicated or confirmed. The electrode pads were put through extensive testing including continuity testing without duplicating the report. The pads were tested and found to deliver energy within specification and were found to pass all continuity testing. With no device or clinical logs for review, we are unable to confirm the customer's complaint. It is noteworthy to mention an inability to convert is not an indication of a device malfunction and can occur from various outside factors, including but not limited to, patient preparation, electrode placement, energy selection, or patient physiology/condition. No trend is associated with reports of this type.